Event description:
It was reported that the tube connected to vamp adult was detached on the fifth day of use. No pt complications were reported.

Manufacturer narrative:
Device has not been returned for eval.